Event description:
It was reported, the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 500 mg/dl at the time of admission. Customer stated their blood glucose was high because their insulin pump was not properly delivering insulin to their body. The customer was treated at the hospital with manual injections. Customer was advised by their healthcare provider to go to the hospital. It was found the customer had an absence of no delivery alarms on their insulin pump. The customer declined to troubleshoot. Customer was no longer on the continuous glucose monitoring system. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.